Event description:
A customer reported to baxter an issue of inadequate iodine found in a minicap before use. The customer stated that the minicap was dry and they were concerned about the ability to disinfect. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported issue was not confirmed and the cause was undetermined due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.